Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: clik x, upn: m365sc43180, model: sc-4318, serial: n/a, and batch: 29498134. Brand name: clik x, upn: m365sc43180, model: sc-4318, serial: n/a, and batch: 29498134. Brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), and batch: 7086538. Brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), and batch: 7086531.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at the implantable pulse generator (ipg) site, all over the back, and headaches. Patient was advised to turn stimulation off in the event that it may be due to overstimulation. Patient was in the hospital due to the wound bleeding, having pus, and redness/swelling. The physician assessed that the event was not due to overstimulation. The patient had an infection and sepsis at the ipg site and was treated with antibiotics. The patient underwent an explant procedure of the scs system. Culture was taken, however the results are unavailable. The patient is expected to fully recover. The explanted devices were not released by the hospital and will not be returned for analysis.